Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive around lg lens has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on k-pipe, forceps lever does not move smoothly and due to corrosion on k-wire, forceps raising angle does not meet the standard value. Due to wear of angle wire, bending angle in up, down, left and right directions do not meet the standard value. Due to wear of angle wire, the play of u/d and r/l knobs are out of the standard value. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.